Event description:
Pump was programed for fentanyl 50 mcg/hr for sedation while intubated and medicine infused at a fast rate. It was found that the pump infused medicine too fast. Event reported as - no harm - reached patient no monitoring required. No cracks noted when front plate removed.